Manufacturer narrative:
(B)(5). Medical product: unknown natural knee femoral component, cat#: unknown lot#: unknown. Unknown natural knee tibial tray, cat#: unknown lot#: unknown. Initial reporter: hofmann, aaron a., kurtin, stephen m., lyons, steve, tanner, amie m., bolognesi, michael p. ¿clinical and radiographic analysis of accurate restoration of the joint line in revision total knee arthroplasty¿ the journal of arthroplasty vol. 21 no. 8 2006. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there were 5 cases of the development of instability and/or pcl insufficiency requiring conversion of tibial polyethylene line to a highly congruent-type liner. Attempts have been made and no further information has been provided.